Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out on the day of placement; a tear was found 1cm proximal to the catheter's distal end.

Event description:
It was reported that the catheter fell out on the day of placement; a tear was found 1cm proximal to the catheter's distal end.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted an irregular balloon burst and no pieces of the sac were missing. Sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"